Manufacturer narrative:
(B)(4). Date sent: 1/4/2018. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that during a colon procedure the device cut but did not staple. Procedure was completed with another device of the same product code. There were no patient consequences reported.